Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter; receiver is connected to transmitter. Patient stated that they will review after 24 hour use. Patient was advised to minimize other applications running in the background. Patient contacted dexcom on (B)(6) 2016 and reported that the loss of connection occurs in their workplace. Patient stated that they had taken steps to reduce wireless interference and placed smart device away from any device that communicates wirelessly. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.